Event description:
Customer stated, "pad smoked and sparked." The product was returned for investigation. The customer did not claim any injury. The product was approx. 40 years and 2 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord near the strain relief. This occurred because the user was coiling the cord under the switch. This created stress on the cord and caused it to break. This led to the incident the customer described. The pad showed other signs of misuse. The pad was bunched and had bent leads, this is observed when the pad is folded/ laid on during use. The customer also admitted to leaning on the pad in a recliner. The IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".